Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission and received a patient notifier. Upon review, the right atrial lead exhibited low, out of range impedance and both the right atrial and right ventricular lead exhibited noise. The patient presented on (B)(6) 2018 for lead revision procedure and both leads were explanted and replaced. The patient was stable post procedure and would be continued to be monitored.

Manufacturer narrative:
A partial lead was returned in one piece measuring 39.2 cm. External insulation abrasion was noted at 35.3 to 35.8cm and at 36.7 to 37.2 cm from the distal tip consistent with friction to the device can.